Event description:
Pt spontaneously reporting pump sn (B)(4) having error message that line is blocked; however, pt was able to switch to backup pump and resume infusion without any issues. Pt added when he was loading cartridge he heard a pop. Advised we would send replacement pump. No other info available. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.